Event description:
It was reported, prior to a routine device exchange, episodes of noise resulting in oversensing were noted on the right ventricular (rv) lead. During the device replacement procedure, the rv lead was capped and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating lead insulation damage was suspected.